Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via medwatach (mw5078504) that on (B)(6) 2018, during right l1-l2 and left l4-l5 microdiskectomy, a pituitary rongeur was noted missing a piece of the jaw. The instrument had broken off and the fragment remained in the surgical site (at l1-l2). Reportedly, several attempts were made to retrieve the broken fragment with the use of fluoroscopy and endoscope into the disk space; but the broken fragment could not be retrieved.